Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/4. The technical service representative (tsr) explained the message to the home patient (hp). The hp stated she found a leak in the bag at the tip. The hp stated the spike was not in all the way. The tsr informed the hp to use a manual bag. The tsr instructed the hp to recycle the machine. The hp confirmed a se 2367 alarm occurred. On (B)(6) 2010 product surveillance spoke with the home patient who stated the sample was discarded and a companion lot number or sample was not available. The hp stated she likely did not push the spike in all the way; the patient stated there was nothing wrong with her supplies. The patient also confirmed she was doing fine and having no problems with therapy. No additional information is available at this time.